Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door latching problem" caused by a failed upper link switch. The upper auxiliary assembly was replaced as it contains the upper link switch.

Event description:
It was reported that a pump has a "door latching problem". There was no reported patient involvement.